Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5093658) on 01-apr-2020. The most recent information was received on 13-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy bleeding"), arthralgia ("chronic hip pain"), dyspareunia ("pain during intercourse"), metrorrhagia ("bleeding between periods"), allergy to metals ("metal allergy"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation"), abdominal distension ("abdominal swelling"), endometriosis ("endometriosis"), loss of libido ("loss of libido"), acne ("acne"), feeling abnormal ("brain fog"), hypovitaminosis ("vitamin deficiency") and pelvic adhesions ("fallopian tubes fused to other organs"). The patient was treated with surgery (hysterectomy / salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, dyspareunia, metrorrhagia, allergy to metals, alopecia, fatigue, weight fluctuation, abdominal distension, endometriosis, loss of libido, acne, feeling abnormal, hypovitaminosis and pelvic adhesions outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, hypovitaminosis, loss of libido, metrorrhagia, pelvic adhesions, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of product technical compliant based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5093658) on 01-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid and vitamins nos (multivitamin). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy bleeding"), arthralgia ("chronic hip pain"), dyspareunia ("pain during intercourse"), metrorrhagia ("bleeding between periods"), allergy to metals ("metal allergy"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation"), abdominal distension ("abdominal swelling"), endometriosis ("endometriosis"), loss of libido ("loss of libido"), acne ("acne"), feeling abnormal ("brain fog"), hypovitaminosis ("vitamin deficiency") and pelvic adhesions ("fallopian tubes fused to other organs"). The patient was treated with surgery (hysterectomy / salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, dyspareunia, metrorrhagia, allergy to metals, alopecia, fatigue, weight fluctuation, abdominal distension, endometriosis, loss of libido, acne, feeling abnormal, hypovitaminosis and pelvic adhesions outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, arthralgia, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, hypovitaminosis, loss of libido, metrorrhagia, pelvic adhesions, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.